Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The complainant reported the patient was on impella 5.5 support. While on support, hematoma was noted at the impella site. Reported cause was patient being noncompliant and moving arm freely. The patient received one unit of red blood cells and washout of axillary hematoma. The patient was transitioned to palliative/comfort care and the patient expired. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding was most likely patient movement since the hematoma at the impella site was formed due to patient being noncompliant and moving arm freely. Corrections to the initial MFR report: g1 MDR reporting contact email